Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted due to bacteremia and a systemic infection. It was noted the site of the initial infection was the patient's knee. Additionally, it was indicated that there was no active pocket infection and no growths were observed on the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.